Event description:
On (B)(6) 2011, the patient was implanted with four gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. There are no reported patient anatomy anomalies. It was reported that follow up computed tomography images (date unknown) revealed a persistent type ii endoleak. There was an accessory artery feeding into the aneurysm sac, there was no aneurysm sac enlargement. On (B)(6) 2014, there was a reintervention. The physician performed a ivus imaging guided percutaneous puncture of the abdominal aortic sac and embolization of the type ii endoleak. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
Patient medications: atenolol, simvastatin, isosorbide, and spiriva.the review of the manufacturing paperwork verified that this lot met all pre-release specifications.the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.